Event description:
The reporter stated that the unit delivers without a syringe loaded into the plunger. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit failed to alert load syringe plunger with the plunger not properly loaded due to a nonfunctional cam switch. There was contamination observed in the plunger holder ii area. Medex was able to confirm the issue and determine a cause. Contamination observed in the plunger holder area could have contributed to the failure of the cam switch. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.